Event description:
Plaque was noted at the bifurcation of the main body graft. The area was dilated and an angioplasty was performed. The main body graft was advanced through the vessel without complication. Although the vessels were tortuous and plaque was viewed during the angiogram, the exact cause of the distal type I endoleak on the contralatral leg graft could not be determined. An iliac leg extension was deployed extending the landing zone of the contralateral iliac leg graft and the endoleak was resolved.